Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: during a cardiac arrest, the paramedic went to use 25mm needle. Unknown to her the catheter fell off before she inserted the needle into the patient. She did not check for a black line assuming she had enough needle length. She drilled just the stylet into the patient. The second needle that she used had the same issue. The needle was not screwed together very tight. She tightened the second needle prior to placing it through the skin. It was reported that the patient is deceased but not as a result of delayed vascular access.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample is not available for investigation purposes. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The certificate of compliance could not be reviewed as the lot/serial # for the product was not reported. While not being able to assign a particular root cause to this incident, in the past it has been confirmed that when clinicians attempt to remove the needle set safety cap they inadvertently "twist" the needle safety cap which unscrews it from the needle hub and mistakenly throw out the safety cap and the needle set cannula. This cannot be confirmed for this case, however it offers an explanation to what might have happened considering the lack of a sample/s. This complaint cannot be confirmed. No further action required.

Event description:
Issue reported: during a cardiac arrest, the paramedic went to use 25mm needle. Unknown to her the catheter fell off before she inserted the needle into the patient. She did not check for a black line assuming she had enough needle length. She drilled just the stylet into the patient. The second needle that she used had the same issue. The needle was not screwed together very tight. She tightened the second needle prior to placing it through the skin. It was reported that the patient is deceased but not as a result of delayed vascular access.